Manufacturer narrative:
It was reported that, a stent was already placed in the lower esophagus in lower esophagus. It is hard to exactly analysis since the information was lacked such as placed photos of ec18xxar stent etc. However, the oral side is considered as proximal part of stent, and also the stenosis of patient's lesion is somewhat strong based on the over-growth on the stent. Therefore, it assumed that the factors had been affected to additionally placed niti-s esophageal tts stent (est1808f), and stent was expanded slowly, resulted in expansion failure and delivery system removal failure. Esophageal structure where stent implanted is the part with active peristalsis. It is possible that over-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to confirm the manufacturing history of the product because the serial number was not informed to us. Also, it is hard to identify the exact cause since the device wasn't returned and the information was lacked such as duration of stent insertion and state of patient's lesion etc. However, based on the description, which was written that "a stent was placed in the lower esophagus in lower esophagus.", it is assumed that over growth has occurred due to state of the patient lesion and foreign substance such as foods, body fluids and so on. It is stated on user manual as follows. Potential complications: tumor over growth. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
A stent was already placed in the lower esophagus in lower esophagus. This procedure is to additionally place another stent due to the over-growth on the oral side. This case is related to previously reported case (MFR report #: 3003902943-2019-00034). Due to this case, malfunction has occurred on the additionally placed another stent, so we had reported the 3003902943-2019-00034 case.